Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that he had high blood glucose but not hospitalized. Customer's blood glucose was 567 mg/dl. The customer is experiencing symptoms of very thirsty and no sleep. The customer reported they have a backup plan available. The customer was treated with a bolus through the pump. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to follow up with healthcare provider concerning unexplained high blood glucose. The customer reported via phone call indicating that he had no delivery customer's blood glucose was unknown mg/dl. The customer advised that the change the needle and it solved it and it was brand new. The customer stated the he is not sure where all the insulin going, he wants the pump replaced.